Event description:
It was reported that a spectrum pump had an air sensor error. Any pt involvement, injury, or med intervention is unk.

Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported air sensor error, though air in line alarms were experienced during eval. The upstream sensor readings were found to be too low, caused by contamination on the sensor crystals. Fluid intrusion was determined to be the root cause of the contamination. The upstream sensor assembly was replaced.